Event description:
It was reported that crossing difficulties occurred. Vascular access was obtained via a radial approach. The 80% stenosed, 14mm in length, 2.50mm in diameter target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. Predilation was performed with a 2.25mmx10mm unspecified balloon catheter. A .50x20mm promus element¿ plus stent was selected to treat he lesion; however the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the stent was not returned.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cones profiles were reviewed with the proximal balloon profile exhibiting signs of bunching. This type of damage that was evident is consistent with the device experiencing resistance while attempting to advance the device. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. No issues were noted with balloon inflation, with positive pressure maintained within the balloon chamber. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).